Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer. (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 300cc mentor memorygel right breast implant and an unspecified left breast implant experienced breast cancer post procedure. Patient stated that there were no complications indicating the implants are related to breast cancer. Therefore, mentor is conservatively reporting. As a result, patient had an explantation on (B)(6) 2021. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient is a 66-year-old caucasian patient. Patients event date is (B)(6) 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).